Event description:
Bilateral patient. Litigation alleges that patient has suffered from pain and discomfort in her hips. It became increasingly painful for her to walk, move her legs, and rise from a seated position. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form and sticker sheet received for each hip which identified part/lot information. The plaintiffs preliminary disclosure form for the right hip indicates the (B)(6) 2012, surgery was postponed. No updated revision date for the right hip was provided. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address pain.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form and sticker sheet received for each hip which identified part/lot information. The plaintiffs preliminary disclosure form for the right hip indicates the (B)(6) 2012 surgery was postponed. No updated revision date for the right hip was provided. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient has suffered from pain and discomfort in her hips. It became increasingly painful for her to walk, move her legs, and rise from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.